Event description:
It was reported to philips that system was unable to boot, stalling at the splash screen. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found a software error on the suite pc. Upon troubleshooting actions, the fse reinstalled the suite pc software and restored the back up. After reinstalling the software, the system was returned to use in good working order.